Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the occurrence of system fault 223 and determined that the system fault was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the occurrence of system fault 223. The investigation determined that the system fault 223 error was due to an isolated component failure in the device pneumatic block sensor board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure. There was no patient injury reported as a result of this incident.